Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device had been used during a laparoscopic-assisted distal gastrectomy. Towards the end of the procedure, a red light lit up on the system and the surgeon stopped using the device. When the jaws were being cleaning, a piece of the active waveguide disengaged from the device. A new dissector was opened and installed onto the system in order to successfully complete the intended procedure. There was no patient injury.